Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The ge rep reseated circuit boards and connectors and reloaded calibration data as a preventative measure. The system operates as intended.

Event description:
The customer reported the system displayed communication errors. No pt injury was reported.